Manufacturer narrative:
(B)(4). The device was returned to baxter and the reported condition was confirmed in the event history . This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be faulty air in line printed circuit board. To correct the condition, the air in line printed circuit board was replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced three occurrences of an air detected set alarm, which interrupted delivery. These alarms may have been false alarms. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.